Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported on (B)(6) 2018 by an eye care provider (ecp) to sales representative regarding a patient with 'level 4 ulcer' on eye unknown and was referred to a corneal specialist. At the time of the report, the patient's current eye status is unknown. Medical record questionnaire form was received from ecp on (B)(6) 2018 stated that the patient experienced symptoms of severe eye pain, discomfort, watery discharge, severe corneal staining with 4x4 mm in size, photophobia, decrease in visual acuity on the left eye (os), and throbbing headache after wearing the contact lenses for one day. It was reported that a 4x4 mm ulcer was seen on the left eye (os) at the center of the cornea with unknown anterior chamber involvement and without the presence of infiltrates. The patient was advised to discontinue contact lens wear and was prescribed with unknown treatment. At the time of the report, the patient's eye symptoms are still ongoing. New information was received on (B)(6) 2018 via telephone. The ecp's office associate informed that the patient's eye condition is slowly getting better. No more information can be obtained from their end as the patient was being seen by a corneal specialist. Additional information has been requested but not yet received.

Event description:
Medical record questionnaire form was received from ecp on 20apr2018 stated that the patient experienced symptoms of severe eye pain, discomfort, watery discharge, severe corneal staining with 4x4 mm in size, photophobia, decrease in visual acuity on the left eye (os), and throbbing headache after wearing the contact lenses for one day. It was reported that a 4x4 mm ulcer was seen on the left eye (os) at the center of the cornea with unknown anterior chamber involvement and without the presence of infiltrates. The patient was advised to discontinue contact lens wear and was prescribed with unknown treatment. At the time of the report, the patient's eye symptoms are still ongoing. New information was received on 03may2018 via telephone. The ecp's office associate informed that the patient's eye condition is slowly getting better. No more information can be obtained from their end as the patient was being seen by a corneal specialist. Medical records from the corneal specialist was received on 15may2018. Patient's medical follow ups on different dates were noted as follows: on (B)(6) 2018, an abrasion was seen on patient's left eye (os) with progressive symptoms. Other associated symptoms were pain, redness and blurred vision. The patient was diagnosed with corneal epithelial defect involving visual axis, corneal ulcer-central, diffused corneal edema and purulent discharge on os. The patient's visual acuity was checked through snellen chart with the findings of 20/25 in right eye (od) and 20/150 os. In addition, the patient was advised to stopped contact lens wear and was prescribed with treatments for the os as follows: besifloxacin opthalmic suspension eye drops 0.6%, one drop every hour; polymyxin b sulfate and trimethoprim 0.1%-10,000 unit per ml eye drops, 1 drop on os every hour. On (B)(6) 2018, the patient complaint of pressure on his os and pain when trying to open the affected eye. It was noted that the patient was seen with acanthamoeba keratitis os and eye medications were prescribed as follows: amikacin sulfate 25mg per ml, one drop every hour, fortified vancomycin 50mg per ml, one drop os every hour and ketoconazole 100mg tablet, 1 tablet orally two time per day, however, patient did not take ketoconazole due to interaction with methadone. And to continue besifloxacin opthalmic suspension eye drops 0.6%, one drop every hour; polymyxin b sulfate and trimethoprim 0.1%-10,000 unit per ml eye drops, 1 drop on os every hour. Patient's visual acuity test results were: od 20/30-1; os 20/150 and debridement on os was also performed. On (B)(6) 2018, the patient reported that no improvement on os even after medications. A slit lamp examination was performed and revealed an ulcer involving anterior 10% of stroma with epithelial defect. Hypopyon was also noted which was resolved in two days. Visual acuity test results were od 20/30-1 and os hm. The patient was also treated with one drop of phenylephrine and atropine on os. Patient's prescriptions were as follows: amikacin 25mg per ml, one drop os every thirty minutes; cyclopentolate 1% eye drops, one drop os two times per day and fortified vancomycin 50mg per ml, one drop os every thirty minutes. On (B)(6) 2018, patient's vision was noted to be improving. However, it was reported that patient still complaints of throbbing headache behind the eye and worsens when in bright light. Diagnostic examination revealed as follows: visual acuity of od- 20/40+2 and os 20/600 and slit lamp on os with findings of improving ulcer on the affected eye. The patient was also administered with one drop of atropine 1% . Discharged treatments were as follows: amikacin sulfate 25mg per ml, one drop every hour; fortified vancomycin 50mg per ml, one drop os every hour; cyclopentolate 1% eye drops, one drop os two times per day and bacitracin eye ointment 500unit per gram, to apply thin strip in os bedtime. On (B)(6) 2018, the patient reported worsening pain, light sensitivity and dull headache. Patient's visual acuity findings were od 20/40+2 and os 20/400, slit lamp examination detected a corneal infiltrate, epitheliazing centrally on os. Also, 1 drop of cyclopentolate os was given and applied thin strip of erythromycin on the same eye. Patient's eye medication were as follows: amikacin 25 mg per ml, one drop os every two hours; bacitracin eye ointment 500 unit per gram, to apply thin strip in os at bedtime; cyclopentolate 1% eye drops, one drop os two time per day; fortified vancomycin 50mg per ml, one drop os every two hours. On (B)(6) 2018, the patient had undergone pokera insertion on os. And his prescriptions were, amikacin 25mg per ml, one drop on os every two hours, cyclopentolate 1% eye drops, one drop on os two time per day, fortified vancomycin 50mg per ml, one drop on os every two hours. On (B)(6) 2018, it was stated that the patient experienced moderate headache once for four days after pokera insertion and his vision was affected by pokera as well. The procedures done were as follows: visual acuity test was done on od 20/30-2 and os 20/200, pokera slim was removed and slit lamp still revealed ulcer after four days of prokera on os. Discharged treatment were as follows: amikacin 25 mg per ml, one drop os twice daily; bacitracin eye ointment 500 unit per gram, to apply a thin strio in os at bedtime; cyclopentolate 1% eye drops , one drop os twice daily; fortified vancomycin 50mg per ml, one drop os six times a day; prednisolone acetate 1% eye drop suspension, one drop os twice daily. On (B)(6) 2018, it was reported that patient presented with moderate corneal ulcer in visual axis after once for seven days after prokera insertion. Headaches have improved but his photophobia has worsened and vison was still blurry. Another slit lamp on os was done as well as eye refraction test. His discharged medications were bacitracin 500 unit per gram eye ointment, to apply thin strip in os twice daily; fortified vancomycin 50 mg per ml, one drop os four times a day; prednisolone acetate 1% suspension eye drops, one drop os twice daily. On (B)(6) 2018, patient reported that symptoms decreased in severity. And patient's medications were, bacitracin 500 unit per gram eye ointment, to apply thin strip in os twice daily; fortified vancomycin 50 mg per ml, one drop os four times a day; prednisolone acetate 1% suspension eye drops, one drop os at bedtime; propylene glycol 0.4%-0.3% eye drops in a drop perette, one drop for both eyes (ou) four times a day. On (B)(6) 2018, patient experienced foreign body sensation in os temporally, irritated eyes while working and he also reported that his new reading glasses did not work. Visual acuity results were, od 20/30-2 and os 20/30-2 and intraocular pressure were od 14 and os 8. His prescriptions were bacitracin 500 unit per gram eye ointment, to apply thin strip in os twice daily; fortified vancomycin 50mg per ml, one drop os three times a day; prednisolone acetate 1% eye drops suspension, one drop os at bedtime; propylene glycol 0.4%-0.3% eye drops in a drop perette, one drop ou every 30 minutes. On (B)(6) 2018, patient's vision was going in and out of focus during visual acuity test and irritation was resolved. Visual acuity test revealed od 20/25-3 and os 20/60-2; intraocular pressure of os was 10 and corneal scar located superiorly and in visual axis was seen through slit lamp exam.. Patient's prescriptions were as follows: bacitracin 500 unit per gram eye ointment, to apply thin strip in os at bedtime; fortified vancomycin 50mg per ml, one drop os three times a day; prednisolone acetate 1% eye drops suspension, one drop os twice daily; propylene glycol 0.4%-0.3% eye drops in a drop perette, one drop ou every 30 minutes and vitamin c 1000 mg tablet, one tablet a day. Apart from these records, the medical record questionnaire form was sent back by the corneal specialist on 15may2018 as well. It was stated the contact lenses were worn for two weeks when symptoms were developed. Patient's presented symptoms were severe pain and discomfort, severe eye redness, with mucopurulent discharge. He was diagnosed with corneal ulcer located centrally, 5mm in size, presence of four infiltrates, 6mm in size, severe anterior chamber reaction, severe corneal staining <50% and permanent scarring was also noted. The patient was treated with besifloxacin 0.6%, one drop every hour and polymyxin b sulfate and trimethroprim 0.1%, one drop os every hour. Patient's best corrected visual acuity prior the symptoms was unknown and best corrected visual acuity after the symptoms after resolved were od 30-2 and os 30-2. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.